Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the post day exam the right ventricular (rv) lead had intermittent loss of capture at high outputs. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.